Event description:
It was reported that during use with 10 bd micro-fine¿+ pen needles the needle was unable to be primed. The following information was provided by the initial reporter, translated from japanese to english: this report is about needle clog. No chemical solution came out of 10 products during priming.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with 10 bd micro-fine¿+ pen needles the needle was unable to be primed. The following information was provided by the initial reporter, translated from japanese to english: this report is about needle clog. No chemical solution came out of 10 products during priming.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 14-aug-2023. H.6. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as bent/broken non patient end cannula. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.